Event description:
A complaint was received from a customer that reported only the bottom half of the display is visible. The customer stated that the meter will not shut off. While on the phone a review of the system was conducted. The customer was requested to remove and clean battery contacts. Upon reinsertion meter still had missing portions of the display. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.